Event description:
A falsely (B)(6) result was reported on a patient sample. The result was reported and questioned by the physician. The patient was re-tested on a redraw sample and accurate (B)(6) values were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the (B)(6) result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.